Event description:
In this event, a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temperature for the attachment exceeded is013732-1 and es-1104 temperature limits and failed tn8702 performance testing. Bearing failures, free roaming ball bearings and excessive debris created substantial friction within the head which resulted in temperature increase. Gear function was compromised by this added debris inside the head which is evident from the abrasive wear on the teeth and gears and ceasing of the attachment during testing. A lack of lubrication was also noticed as received. Each of these factors contributed to the overheating of the attachment.